Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information that a patient was treated with onyx for an avm and experienced diplopia both horizontal and vertical approximately a month post procedure. Patient was given an eye patch and the diplopia is continuing. It was reported that during the onyx embolization surgical resection was performed. The patient was discharged post procedure without symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.